Manufacturer narrative:
Awaiting return of the sample.

Event description:
Reported issue with a box of adult co2 nasal cannulas (mfg 032-10-125au, lot #240804018). The cannulas are failing to capture co2 measurements and are not functioning correctly. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
We have received and sent the samples to the manufacturing site for thorough investigation. Scar-170 has been raised in connection to this complaint.

Event description:
Reported issue with a box of adult co2 nasal cannulas (mfg 032-10-125au, lot #240804018). The cannulas are failing to capture co2 measurements and are not functioning correctly. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.